Event description:
During use of the device for a non-clinical activity, the user reported the endoscope lens was dark and the seals were worn out. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.